Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited asystole due to pauses in pacing caused by electromagnetic interference (emi). Technical services (ts) reviewed magnet use and effects, as well as recommended the use of short bursts of cautery to help prevent effects on pacing. This device remains in service. No adverse patient effects were reported.